Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was beeping and went off, battery cap came off, crack located on the side by the screen. The customer¿s blood glucose level was 130 mg/dl at the time of the incident. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Device also received with cracked battery tube threads and cracked keypad at select button.unable to confirm unexpected battery power loss and no audio anomaly due to blank display.